Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient feels stimulation in their whole left side of their body. They mentioned back pain that occurred when they increased the stimulation. Three days later, patient is unable to empty completely since changing sides. They also felt a lot of pain in their lower back when they started the evaluation. No further patient complications have been reported as a result of this event.